Event description:
Cognitive problems - memory, word retrieval, processing thoughts; allergies, joint pain, anxiety, panic attacks; aging rapidly, eye puffiness; symptoms worsening; mentor gel implants placed (B)(6) 2011. FDA safety report ID# (B)(4).